Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One open 25 gauge (ga) trocar assembly, in a small parts tray (smpt), in a bag, with no lot info was received for the report. The returned sample was visually inspected and found to be nonconforming with opened/fish mouthed septum. Functional leak testing was not performed as the septum remained opened. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned trocar sample was visually inspected and found to be non conforming with the open valve, therefore, the reported vitreous leak was confirmed. The root cause for the open valve is manufacturing related during the trocar manufacturing process of the trocar assembly. A non-conformance investigation has been completed in order to further investigate the open septum of the trocar cannula/hub assembly. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves and/or valve that is not closed properly. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitreous leaked from trocars when inserted into the eyeball during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient impact.